Event description:
It was reported that the lemaitre valvulotome did not close properly. No injury was reported to the patient.

Manufacturer narrative:
The device was received for evaluation. The reported problem was confirmed. One of the hoops was found bent which caused difficulty to close the device causing the blade to not completely retract into the sheath. It is likely the damage occurred during use, but we weren't able to conclusively determine the root cause. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.